Event description:
This event is from a literature review of patients who underwent transcatheter aortic valve implantation (tavi) procedures using the preclose technique with one or two proglide or prostyle sutures for closure of unspecified arterial vessels. The retrospective study assessed the safety and effectiveness of a new vascular closure algorithm (multiclose) for percutaneous large-bore arterial access closure following transfemoral (tf) transcatheter aortic valve implantation procedures. The patient underwent the pre-close technique of placing one or two proglide or prostyle sutures prior to the tavi procedure and closing with the sutures post procedure following the multiclose algorithm. Steps included: echo-guided arterial puncture, fluoroscopy, pre-close placement of one or two proglide/prostyle sutures, performance of the tavi procedure, removal of large-bore introducer sheaths with 0.035" stiff guide wire, advancement of proglide/prostyle knots to the vessel wall, insertion of 6f or 8f sheath, contrast angiography via sheath with determination of angioseal, angioseal & 2nd proglide/prostyle, or 18f manta for hemostasis. Major and minor complications observed were bleeding, hematoma, pseudoaneurysm, and tissue damage treated with covered stent, balloon or surgical repair. Use of the multiclose vascular closure algorithm was demonstrated to contribute to an easy, safe, efficacious and durable vascular closure after tf-tavi, resulting in a major vascular complication rate of less than 1%. For additional details reference the attached article titled, 'a systematic algorithm for large-bore arterial access closure after tavi: the tavi-multiclose study'. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated h6: medical device problem code 1494 - indication for use manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number. Literature attachment: article title: "a systematic algorithm for large-bore arterial access closure after tavi: the tavi-multiclose study"na

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history records could not be conducted as the device was not returned and the lot number was not reported. The reported patient effects of hemorrhage, hematoma, and pseudoaneurysm are listed in the perclose prostyle instructions for use (IFU) as known patient effects of use with suture mediated closure device procedures. The IFU also states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The root cause of the reported difficulties cannot be determined. The subsequent treatments and patient effects are likely related to circumstances of the procedure. In this case, failure to achieve hemostasis was possibly due to a poor vessel capture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.